Event description:
During a laparoscopic tubal sterilization procedure, the pt's uterus was perforated. Product instructions require sounding of the uterus in order to accurately choose appropriate size device. Upon investigtion of the incident, it is believed that sounding had not occurred. The tip itself was observed to function appropriately outside of the uterine cavity.